Manufacturer narrative:
The device memory was erased on or before 06/28/2009 but there is evidence of the device switching itself on automatically in (B)(6) 2010. It appeared the user became aware of the fault on (B)(6) 2010 but did not report the problem until 03/14/2011. The problem with the device was attributed to a fault in the membrane. There was however evidence of corrosion on the screws in the device indicating it was not properly protected from adverse environmental conditions which can be detrimental to the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.